Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the device lcd was flashing. No adverse effects reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the fluid would not heat up. Internal examination showed the device potentiometer on the printed circuit board was damaged which caused the problem. The cause of the component failure was not confirmed.